Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump was under delivering and also they were hospitalized on (B)(6) 2020 due to diabetic ketoacidosis with a high blood glucose level of 33 mmol/l. The customer stated that they experienced abdominal pain and body pain due to high blood glucose level. The customer was on intravenous insulin and also used the insulin pump to treat high blood glucose levels at the hospital. The customer alleged the insulin pump for under delivery but the reason was unknown. The drive support cap of the insulin pump appeared normal. The customer wished to perform the high pressure test. The insulin pump also had a crack on the top of the screen. The insulin pump will be returned for analysis.